Event description:
The surgeon attempted to insert a three-piece silicone lens model aq2003v. The lens haptic tore off, prior to insertion and the cause of the lens damage was unknown. The lens was not inserted and there was no patient contact or injury.